Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a crack in the battery compartment but demonstrated the pump insulin delivery was operating within required specs and delivery accuracy. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.